Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of ppl was not determined due to lack of clinical details, no product or data logs returned for analysis.

Manufacturer narrative:
Additional information has been provided in b5 (event description) and d6b (explantation date). Complaint coding was updated to more accurately reflect the reported event. A1601 has been removed. The current appropriate codes are as follows for h6 and have been fully updated and should be considered representation of the reported event. Health effect -impact code (f26), health effect - clinical code (e2403), medical device problem code (a141101), component code (g04105), investigation findings (c21), type of investigation (b17), investigation conclusion (d16).

Event description:
Additional information was received indicating that the device was explanted. Patient outcome at explanted was reported as survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that there was a wide fluctuation in purge pressures 368-606mmhg. It was noticed that there was an alarm over night for volume low and purge pressure low. Additional information was provided that the purge pressure has remained in normal range and the care team has not had anymore low purge pressure issues. The purge pressure has continued to have a wider range from 300-600 which is different than that they are accustomed to seeing. There has not been a high purge pressure. The patient remains on support.

Manufacturer narrative:
B5 and h6 revised based on the additional information received.

Event description:
It was reported the care team was receiving the alarm for low purge pressure but the purge pressure was normal the entire time, great than 301.... It's been in the normal range and stayed in the normal range, it's had a wide range of 363-606 but the alarm has only occurred when doing a purge fluid bag change. The has not been a high purge pressure alarm. The care team switched the purge solution from sodium bicarbonate to herpain yesterday 5/5. They have done this before last week.